Manufacturer narrative:
A 3.5mm universal hex driver was returned for evaluation. As returned, the phenolic handle is fractured into three pieces, and material is missing from the fractured handle. Corrosion has formed on the portion of the shaft that is held within the phenolic handle. Damage is too severe for dimensional analysis. The device exhibits wear and tear that indicates extensive use. Device history records could not be reviewed due to lack of product identification, since no lot number is provided. This device is used for treatment. A patient history review indicates that the handle fractured during surgery. Follow up confirmed that these pieces were successfully retrieved from the patient and were discarded by the hospital. It is also reported that the surgeon was utilizing the surgical technique and did not impact the handle. A complaint history search for the part/lot combination could not be conducted due to the product lot number being unknown. With the information provided, a specific cause for the reported condition could not be determined with certainty.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported the screwdriver's wooden handle fractured during surgery. Pieces of the handle were retrieved from the operative wound.